Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer observed sensor electrode or needle fractured while in body while removing. The customer blood glucose level was 177 mg/dl. The customer stated that the sensor needle was hard to remove. The customer did not rotate the serter while removing off the pedestal. The device will be return for analysis.